Event description:
During phacoemulsification, the surgeon noticed the vacuum and irrigation were inadequate and did not seem consistent with settings. The surgeon changed the settings in attempt to improve machine performance. A posterior capsular tear occurred which required an anterior vitrectomy procedure. The initial rptr stated that the event may or may not have been a result of a crack in cassette.